Event description:
It was reported that the preloaded intraocular lens (iol) haptic became trapped in the cartridge when inserting into the eye. The haptic broke off when trying to get out of the cartridge and the surgeon asked for a new lens. The lens was removed and replaced during the same procedure. Another johnson and johnson iol was implanted as replacement (same model, same diopter). The issue was observed during a post-operative examination. Patient outcome was "no problems". No secondary surgery or medical intervention was required. No incision enlargement, suture, or vitrectomy was required. There was no delay in procedure. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 28, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue and cut in half with part of one haptic detached and missing. The lens was cleaned and further inspected under magnification and lens damage and scratches were observed on the optics as well as the edges of the lens. Haptic damage was also identified. The complaint issue" dc-haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue ¿dc-stuck in cartridge¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.